Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient lost therapy. The patient stated it had been good until the day before the day prior to the call. The patient stated it was hurting all over again. The patient clarified when she said ¿hurting¿ she was referring to a return of symptoms. The patient stated she hadn't been able to control and she had a bad episode on the morning of the call on (B)(6). The patient stated she called the healthcare professional (hcp) on (B)(6) and she was told the manufacturer controlled the changes and not to touch the patient programmer. The patient stated she knew that wasn't right and that she would use the patient programmer to make adjustment if needed. The patient synced with the patient programmer and stimulation was on and the patient reported they could not feel stimulation. The patient was on program 4 at 1.3 with the stimulation on. The patient increased stimulation and reported they felt stimulation at a comfortable level. The patient noted the return of symptoms was sudden in onset and began on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device never worked really well and that the stimulator was not stimulating. They did mention that it was painful/¿it hurts¿, gets hot/¿it burns¿, and felt like it was burning them. The patient also had bladder spasms. The patient stated that they thought the stimulator battery ¿went out/quit¿ after 3 months of use when they were told that the battery would last 7-10 years. They were under the impression that the ins battery died prematurely. The battery did not even last a year and was not satisfied with the device¿s one year warranty. They noted that the trial evaluation worked fairly well but not like they wanted it too and the permanent implant ¿didn¿t work very long¿. The patient was going to go to a doctor in (B)(6) regarding having the ins battery removed. It was noted that the patient had been given botox. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. They reported that their previous system was not connected right somehow or another. The x-ray showed that it was not connected and it was kind of flapping around. This occurred before they had their newest system implanted in (B)(6) 2020; at least about a year now.

Manufacturer narrative:
Continuation of d10: product ID 3889-33, lot# va1rflc, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead h6: due to imdrf harmonization, some previously submitted device, patient, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that ins battery site hurt since implant, that ¿it doesn¿t work¿. The patient stated that ins site hurt, pain had varied for 2 months, that the device did not work either, and that it ¿just went out¿. They also mentioned that the pain varied for 2 months these issues had occurred about 4-5 months ago (2018). The patient contacted their healthcare professional (hcp) where they were told it ¿doesn¿t go out¿. The patient reported that the could feel the implanted device was working and then recent it ¿just quit¿. The patient noted that ¿it never really did the job that it would work¿ and were distressed as a result. They mentioned that the device ¿doesn¿t do the sensation like it did in the first few months¿. In addition, the patient reported that, at times, it ¿feels hot¿ over the ins battery site. They stated that the ins ¿feels like its on fire¿ for the past 4-5 months. It was noted that when the patient touched ins, they felt the stimulation. They could not control their urine or clinch up to hold their urine, had no control, and their symptoms were worse now than before. And had more pre-existing spasms near their urethra since the implant. They also noted that their whole hip on the right side hurt when the device was implanted. Further, the patient was waiting to hear the results to see if they have a urinary tract infection. The patient reported the dates of bladder infections were unknown but did note they had them often. They also reported neck pain. They did talk with their hcp where it was mentioned that they can remove it but the patient noted that they just got the implant not so long ago but could not afford it. The patient was going to follow up with their hcp for the issues. There were no further complications reported or anticipated.